Manufacturer narrative:
Complaint conclusion: as reported, when the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was pushed, the sealant was not deployed. The device was not clinically used. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure with an ante-grade approach. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The patient¿s outcome or status after the mynx event was recovered. The event did cause a clinically relevant increase in the duration of the procedure. The deployer shuttled down completely. The device storage temperature did not exceed 25 °c. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The advancer tube and the sealant were observed in its manufactured position. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident and no visual damages or anomalies were observed. The sealant and the balloon had no exposure to blood which likely indicates device was never inserted into a procedural sheath. The condition of the returned device does not match the description of the complaint. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. Shuttle movement was checked and no resistance was felt. Subsequent to unsheathing, the advancer tube was able to properly engage the tamp lock. A product history record (phr) review of lot f1925203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The analysis of the returned device does not match the event description. The product shows evidence of never being inserted into a procedural sheath. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube and the sealant were observed in its manufactured position. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The sealant and the balloon have no exposure to blood which likely indicates device was never inserted into a procedural sheath (sealant was never deployed). The condition of the returned device does not match the description of the complaint. The balloon of the received device was inflated with water and pressure was maintained. Shuttle movement was checked and no resistance was felt. Subsequent to unsheathing, the advancer tube was able to properly engage the tamp lock. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the of sealant a 6f/7f mynxgrip vascular closure device (vcd) was pushed however did not deploy in the patient. The sealant did stick to the advancer tube distal tip location. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure with an ante-grade approach. The deployer¿s mynx training status was mynx certified. The procedure used an unknown catheter sheath introducer (csi).the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was used in an arterial vessel type. The patient¿s outcome or status after the mynx event was recovered. The event did cause a clinically relevant increase in the duration of the procedure. The deployer did shuttle down the device completely. The device was not stored temperature exceeded 25 °c. The device is expected to be returned for evaluation. Additional procedural details were requested but are unknown.